Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the patient showed up 4.5 hours early. It was reported that the pump was set correctly, and the readings were that there was still 8.3 ml that needed to be infused. No patient injury reported.